Event description:
Information received by medtronic indicated that there was air ingress during aspiration of three sheaths after insertion of the a cryoablation catheter. The procedure was completed using a fourth sheath. There was no patient injury. Device 2 of 3, reference MFR report: 3002648230-2014-00112 and 3002648230-2014-00114

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft and handle were intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.